Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 710 mg/dl while wearing the pod for longer than 48 hours. The patient reports their constant glucose monitor (cgm) application does not match the controller applications glucose monitor number. Once at the hospital the patient had blood tests administered. The patient was treated with intravenous fluids. The patient was hospilized for 5 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Manufacturer narrative:
The returned device was evaluated and in the complaint description, the customer says that the continuous glucose monitor (cgm) pairing information is different than the omnipod 5 (op5) controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The android log files were investigated and no instance of pairing issue was observed. The cgm activated and connected to the pod with no issues. The cgm was found to be connected to the pod and the pod received estimated glucose values (egv) values from the cgm after the warmup time on the date of occurrence. No cgm pairing issues were observed from the log files that were uploaded by the user. No instance of an alert message stating 'missing sensor values' could be found from the logs uploaded on the day of occurrence. The dexcom app data could not be reviewed and so it couldn't be determined if the information matched the op5 controller.